Manufacturer narrative:
Qn#(B)(4). The customer returned one guide wire assembly and a lidstock for analysis. Signs-of-use in the form of biological material was observed. It was noted that the advancer tubing was not oriented as intended. It is being assumed that this occurred during customer handling or when the sample was in transit to the morrisville facility. Visual analysis revealed one distinct kink on the guide wire. This resulted in the distal j-bend to be slightly misshapen. The distal and proximal welds appeared spherical and intact. No other defects or anomalies were observed. The kink/bend in the guide wire measured 344mm from the proximal weld. The guide wire total length measured 602mm which is within the specification limits of 596mm-604mm per the guide wire graphic. The guide wire outer diameter measured .801mm which is within the specification limits of .788mm-.826mm per the guide wire graphic. The guide wire was inserted through a lab inventory arrow raulerson syringe (ars)/introducer needle subassembly. Little to no resistance was observed as the guide wire passed completely through the subassembly. Performed per IFU statement "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle". A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply undue force on guidewire to reduce risk of possible breakage". The report of a kinked guide wire was confirmed through complaint investigation. Visual analysis revealed that the returned guide wire was severely kinked around the middle of the wire. The guide wire met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature. Corrected data: section f.10.-health effect clinical code corrected to 4582 section f.10.-health effect impact code corrected to 2199. Section h.6.-health effect clinical code corrected to 4582. Section h.6.-health effect impact code corrected to 2199.

Event description:
It was reported the physician tried to insert the spring wire guide but failed. The third attempt was successful. Two mdrs were submitted for these events: 3006425876-2021-00926 - 1st event. 3006425876-2021-00925 - 2nd event.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported the physician tried to insert the spring wire guide but failed. The third attempt was successful.